Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical notes, the doctor reported cannula kink during pump use. The cause of the low pump flow issue was kinked cannula, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that when the impella cp was being inserted over the aortic arch the cannula kinked. After crossing the aortic valve, the impella cp started with suction alarms and flows of less than 1. There was a kink in the cannula by the motor housing. The physician tried to reposition the impella multiple times to get the kink out of the cannula but was unsuccessful. The impella was therefore removed and a new impella was inserted successfully.